Event description:
It was reported via remote transmission, noise was observed on the patient atrial lead that caused episodes automatic mode switch. Electrical measurements were stable and within normal ranges. The noise could not be reproduced in clinic. No change has been made. Patient is stable and will continue to be monitored.